Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 35-year-old female patient who had essure (batch no. Cs000e5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, activities of daily living impaired, perineal pain and paratubal cyst. Concomitant products included amitriptyline since may 2015 to 2016, lorazepam (ativan) since (B)(6) 2015 and trazodone since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("metal allergy"), menometrorrhagia ("heavy irregular menstrual bleeding"), foreign body in reproductive tract ("foreign body in the uterus"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), fatigue ("fatigue"), back pain ("lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia and fatigue had resolved and the allergy to metals, menometrorrhagia, foreign body in reproductive tract, abdominal pain lower, vaginal haemorrhage, back pain, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, fatigue, foreign body in reproductive tract, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no evidence of malignancy is seen, no perforations are identified. Diagnostic results: on (B)(6) 2015 patient underwent hysterosalpingogram and the findings are as follows- fallopian tubes bilaterally contained essure devices and were completely occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : allergy to metal, pelvic pain, menorrhagia, foreign body in reproductive tract. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs + mr received,reporter added, lot number added,concomitant condtion added, concomitant drug added, events added are as follows- vaginal haemorrhage, fatigue, back pain, abdomianl pain, menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 35-year-old female patient who had essure (batch no. Cs000e5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, activities of daily living impaired, perineal pain and paratubal cyst. Concomitant products included amitriptyline since (B)(6) 2015 to 2016, lorazepam (ativan) since (B)(6) 2015 and trazodone since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menometrorrhagia ("heavy irregular menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), fatigue ("fatigue"), back pain ("lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced allergy to metals ("metal allergy"), foreign body in reproductive tract ("foreign body in the uterus") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia and fatigue had resolved and the allergy to metals, menometrorrhagia, foreign body in reproductive tract, abdominal pain lower, vaginal haemorrhage, back pain, menorrhagia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, fatigue, foreign body in reproductive tract, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no evidence of malignancy is seen, no perforations are identified diagnostic results: on (B)(6) 2015 patient underwent hysterosalpingogram and the findings are as follows- fallopian tubes bilaterally contained essure devices and were completely occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : allergy to metal, pelvic pain,menorrhagia,foreign body in reproductive tract. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received - new event 'dysmenorrhea (cramping)' were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 35-year-old female patient who had essure (batch no. Cs000e5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, activities of daily living impaired, perineal pain and paratubal cyst. Concomitant products included amitriptyline since (B)(6) 2015 to 2016, lorazepam (ativan) since (B)(6) 2015 and trazodone since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("metal allergy"), menometrorrhagia ("heavy irregular menstrual bleeding"), foreign body in reproductive tract ("foreign body in the uterus"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), fatigue ("fatigue"), back pain ("lower back pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia and fatigue had resolved and the allergy to metals, menometrorrhagia, foreign body in reproductive tract, abdominal pain lower, vaginal haemorrhage, back pain, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, fatigue, foreign body in reproductive tract, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no evidence of malignancy is seen, no perforations are identified. Diagnostic results: on (B)(6) 2015 patient underwent hysterosalpingogram and the findings are as follows- fallopian tubes bilaterally contained essure devices and were completely occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : allergy to metal, pelvic pain,menorrhagia,foreign body in reproductive tract. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), allergy to metals ("metal allergy"), menometrorrhagia ("heavy irregular menstrual bleeding"), foreign body ("foreign body in the uterus") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (surgery to remove the essure performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, allergy to metals, menometrorrhagia, foreign body and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, foreign body, menometrorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.